Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that during an afib procedure, the display of the body surface ECG's signals were inverted on both the carto 3 and ep recording systems with no provocation. The user then connected the ep recording ECG leads directly to the patient, the signals appeared normal on recording system after that. The carto 3 lead display reverted back to normal for a short time and then displayed as inverted on it's own the second time. At this point, it was also noticed that electrodes #s 5, 14, 16, 17, 18 of the lasso nav poles appeared with the blue diamond bands as if they were pacing, which they were not, nor were they set to pace. There was no patient injury reported. The initial reported complaint itself was not indicative of a reportable event because the complaint issues were highly detectable without any patient consequence. Upon visual inspection of the returned complaint catheter, on (B)(4) 2012 bwi failure analysis lab noted white foreign material on the distal side underneath electrode ring #19. Further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted prior to use, but was noted upon withdrawal. However, this catheter condition was not reported at the time the complaint was reported.. The physician was able to remove the catheter safely from the patient. The type and size of the sheath used in conjunction with the catheter was non-bwi sheath (sl1 type; 8.5 fr size; white in color). The physician did not encounter any difficulty while using this catheter. It was confirmed there was no patient injury reported related to this complaint. The electrode ring damage and presence of foreign material under the ring condition is indicative of a reportable event, thus marking (B)(4) 2012 as the alert date for this report.

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure the display of the body surface ECG's signals were inverted on both the carto 3 and ep recording systems, with no provocation. The user then connected the ep recording ECG leads directly to the patient, the signals appeared normal on recording system after that. The carto 3 lead display reverted back to normal for a short time and then displayed as inverted on its own the second time. It was also noticed that electrodes #s 5, 14, 16, 17, 18 of the lasso nav poles appeared with the blue diamond bands as if they were pacing, which they were not, nor were they set to pace. The initial reported complaint was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted white foreign material on the distal side underneath electrode ring #19. Further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted prior to use, but was noted upon withdrawal. However this catheter condition was not reported at the time the complaint was reported. The physician was able to remove the catheter safely from the patient. The type and size of the sheath used in conjunction with the catheter was non-bwi sheath (sl1 type; 8.5 fr size; white in color). The physician did not encounter any difficulty while using this catheter. It was confirmed there was no patient injury reported related to this complaint. The electrode ring damage and presence of foreign material under the ring condition made this findings reportable event. The white foreign material noted specific on this lasso catheter, was sent for fourier transform infra red analysis (ftir) testing. The foreign material was identified as styrene - based material similar to pvc. It is unknown how the ring was damaged and the origin of the foreign material. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported by the customer resulted in an internal corrective action that was opened to address this issue. As this catheter was returned for lasso catheter the display of the body surface ECG's signals were inverted on both the carto 3 and ep recording systems as well as for the blue bands appearance on some electrodes, when the catheter was connected to the carto 3 system, the catheter loop was visualized normally. Electrical testing was also performed and it failed¿electrode rings # 3, 4 and 15 had unstable readings and leakage. The catheter was then dissected and normal readings were observed at the electrical circuit, however some corrosion was found at the connector pins that could be a contributor to the electrical failure. It was verified that all electrical wires were connected properly and no wire was found inverted. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported complaint regarding the inverted body surface ECG's signals and the blue bands on some electrodes could not be confirmed since catheter was built properly; however during the analysis leakage was observed on electrode rings # 3, 4 and 15.